Event description:
It was reported to philips that the system was shutting itself down. A reboot was attempted, but the issue persisted. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was shut down. After rebooting, it remained operational for a short period, then went back down. Upon troubleshooting, the fse review the system log and identified multiple failures related to the power and fan tray, which were causing the system to shut down unexpectedly. To resolve the issue, the fse replaced the m cabinet fan/power supply pcb (printed circuit board) and reloaded the system software. The defective pdu (power distribution unit) fan tray was returned to philips for failure analysis. The cause of the pdu fan tray failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the pdu fan tray by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.